Event description:
It was reported by svc report that the head right siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail would not lock in the upright position.